Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the customer had used several batteries and kept receiving a battery out limit alarm on the insulin pump. Customer's blood glucose was 10.0 mmol/l. Customer stated that the pump alarmed after a battery change. Customer cleared the alarm and was assisted with reprogramming the time and date. It was found that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was advised to monitor the pump. Customer did not need to troubleshoot for the failed battery test alarm at this time.